Event description:
The patient reported that he experienced pain while treating with the device. No further consequences were reported.

Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as may 2026. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.